Manufacturer narrative:
The tah-t was explanted and will be returned to syncardia for evaluation. The results will be provided in a follow-up MDR. (B)(4) initial.

Event description:
The customer, a syncardia certified hospital, reported that the patient expired on (B)(6) 2018. The customer listed the cause of death as "other- several infarcts in the media and posterior area, limited neurology (patient hardly contactable, lack of protective reflexes)." The customer also reported that the tah was explanted but no autopsy was performed. No further information has been provided at this time.

Manufacturer narrative:
Visual inspection, valve evaluation, thrombus formation evaluation, and a stroke volume evaluation were performed during the tah-t explant analysis. No anomalies or abnormalities were observed. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. (B)(4), follow-up report 1.